Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw on the backup battery lid being loose and completely removed was not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation and no pictures were submitted for review. It was reported that the screw was tightened back into place without issue and that the system controller backup battery was successfully installed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 09dec2020. Heartmate 3 instructions for use (IFU) section 2, entitled "system operations", explains how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, explains how to install the backup battery in the system controller. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported during process of installing the backup battery, it was noted one of the retained screws that secures the backing to the controller came loose and completely out. The screw was tightened back into place without issue, and the backup battery successfully installed.